Event description:
The organization has noted multiple instances in which avid, the vendor that assembles our customized surgical packs, has pulled the wrong supplies and placed them in the customized packs. In the last week, there have been four reported instances from our facility in which customized surgical packs that should contain raytec sponges with rf detectors have contained sponges without the detection technology (despite the bill of materials containing raytec sponges with rf detectors). This technology is utilized as a prevention measure for unintentional retained surgical items and the concern is that surgical teams may have a false sense of security when the wand does not detect a surgical item, when the sponge may not have had a rf detector. This is not a manufacturing issue, rather it is an issue with the vendor pulling the wrong item to place in the surgical pack. Additional instances: avid surgical mini hand pack 1/2 size raytec sponges didn't contain rf detectors and cardiac phalen pack contained 4 while towels without rf detection chip.